Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting for occlusions could not be performed as issue occurred in past. Additionally, the customer experienced continuous elevated blood glucose (bg) levels which was addressed with a bolus via pump. Customer believes cause for bg levels is not blousing before the customer goes to bed. Recommendation was made to consult with healthcare provider regarding diabetes management.